Event description:
It was reported that the patient with this sling, stated that two days post-surgery, became completely incontinent except at night. At two-week follow-up the physician confirmed that the patient was emptying the bladder but suspected internal swelling from the procedure. The physician advised waiting three months for reevaluation, with the option of an aus implant if incontinence persists. No additional information was reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Updated evaluation conclusion codes h6.

Event description:
It was reported that the patient with this sling, stated that two days post-surgery, became completely incontinent except at night. At two-week follow-up the physician confirmed that the patient was emptying the bladder but suspected internal swelling from the procedure. The physician advised waiting three months for reevaluation, with the option of an aus implant if incontinence persists. No additional information was reported.